Manufacturer narrative:
A field service engineer serviced the unit and no issue was found. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A user facility in japan reported that during cataract surgery the irrigation pressure was too high and after inserting the handpiece the capsule ruptured. The system was switched out to a different manufacturer and a vitrectomy was completed. Additional information was requested but not received.

Manufacturer narrative:
The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.